Event description:
The customer reported via phone call that customer had low blood glucose. Blood glucose at the time of event was 49 mg/dl. Customer did not experience had as symptoms of low blood glucose. Self test and displacement test was performed and it was passed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.